Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their implanted neurostimulator (ins) battery will not hold a charge. Patient stated that they have not been able to charge their implant for over a month now. Patient said that they will charge the implant for maybe a minute and then they see the poor recharge quality message. Patient reported the issue has been off and on but they started really having trouble with it within the last 3 months. Patient reported they have tried removing the battery pack and cleaning it before putting it back in the controller but this has not resolved the issue. At one point, agent thought patient said that the controller does not even hold the time or date but the phone connection was bad and agent could not clarify. Patient mentioned that they saw their doctor the other day and the doctor was fearful that maybe it was the implant causing the issue. Patient reported that the stimulator in their back has moved and was not in the same placed it used to be. Patient states this issue started probably 6-8 months ago or maybe not that long. Patient said they used to have a big hump in their back where they would place the recharger but it was not there anymore. Agent directed patient to begin charging the implant during the call, patient saw the recharging screen and reported the controller battery was at 90% and the ins battery was red with a "!". Patient then said they didn't move the recharger but the screen switched to poor recharge quality. Patient confirmed no damage to the recharger cable, plug or controller port. Agent directed patient to clean the recharger plug and gently blow in the controller port to remove possible debris. Patient noted it was not always easy to plug the recharger into the controller. Patient was then able to start recharging with excellent charge quality, confirming the ins battery was dead but then stated seeing the poor recharge quality message again shortly thereafter even though they had not moved the recharger. Patient noted they always recharge the ins in bed and try to always get an excellent connection. The issue was not resolved through troubleshooting. An request was sent to the repair department to replace the recharger as well as the carrying case as patient has misplaced the case. Agent directed patient to follow-up with provider if replacement recharger does not resolve the issue.